Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1ccvt, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported from a consumer regarding a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was booked for a lead revision upon showing up at the hospital. The battery was checked post-operative, which showed impedances above 4,000 on multiple electrode configurations. The doctor decided to replace the lead and the battery. The lead and the battery were replaced successfully. The issue was resolved at the time of the report. No further complications were expected as a result of this event.